Event description:
It was reported that during an in-clinic follow-up, the patient's right ventricular (rv) lead exhibited high capture threshold leading to intermittent loss of capture. Decreased r-waves were noted as well. The physician suspects it was derived from the patient 's fibrous heart instead of a lead issue. No intervention was performed. The patient condition was stable.